Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an infusion set leak. Customer states that the location of the leak was the insertion site, the oval tape, and the infusion set cannula. Customer's blood glucose level at the time of the incident was 165 mg/dl. The infusion set had been in use for 2-3 days at the time of the leak. The infusion set is expected to be returned.